Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified the explanted stem covered in bio-debris. No further evaluation could be made from the provided pictures. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: visit 1 ap radiograph shows valgus malignment of the femoral stem. Visit 2 shows longitudinal fracture of the proximal femur, exiting the medial cortex, with femoral stem subsidence and medial angulation of the calcar containing fragment. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that approximately three days post-implantation, the patient underwent a right hip revision due to femoral calcar fracture around the stem. Nothing was noticed during the initial procedure, but the patient had stood up and had immediate pain. It was determined there was a calcar fracture and the stem subsided. A new stem, head, and bearing were placed. It was reported no further information is available.

Manufacturer narrative:
(B)(4). D10: cat#: 163663, lot#: j7995436, 28mm dia cocr mod hd +3mm nk. Cat#: 110031015, lot#: 66528839, 28mm i.d. 50mm o.d. Size h bearing. G2: foreign ¿ australia. H6: suggested component code: mechanical (g04) - stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.